Event description:
It was later reported that the patient resolved without sequelae on (B)(6), 2014.

Event description:
It was reported that the patient experienced a baclofen underdose and presented to the emergency department with increased spasticity of moderate severity. Lab work was performed and it was found that the patient had elevated ¿pat-pt,¿ glucose, urine specific gravity, ¿urpro,¿ ¿urbc,¿ and ¿uhycst.¿ that same day, the device was interrogated and it was found that the pump was not alarming and the settings were stable from the prior interrogation two weeks earlier. X-rays and a CT scan without contrast were also performed at that time. It was seen on the x-rays that the catheter tip lay at the t9 level and the CT scan showed no evidence of a ¿baclofen pump lead discontinuity¿ and the visualized portion of the baclofen pump catheter was intact. Further lab work was performed over the next two days and both showed increased mean platelet volume. It was indicated that the pump was working without complication and all studies on the catheter were normal; however, it was stated that there was a catheter dysfunction and a catheter revision and reimplant would take place four days from the date of report. The device system was used to deliver lioresal. One week later, it was reported that the catheter had been replaced.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient loss therapeutic effect since their pump replacement in (B)(6) 2013. The patient had complained of intermittent therapy since their pump replacement in (B)(6) 2013. A catheter revision took place in (B)(6) 2014 but didn't seem to help. The patient had frequently been in and out of hospital since their pump replacement in (B)(6) 2013 for spasticity related concerns that cannot be accounted for medically. Please refer to manufacturer report # 3004209178-2014-15404 for event associated with catheter kink and pump flip including patient symptoms resolution on (B)(6) 2014.